Event description:
It was reported the patient received the following results within 10 minutes: 102 mg/dl (system1), 61 mg/dl (system 1), 61 mg/dl (system 1), 65 mg/dl (system 2), and 104 mg/dl (system 1). The same test strip lot number was used for both meters and results.